Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 35-year-old female patient who had essure (batch no. C22919) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty getting into left fallopian tube". The patient's past medical history included allergy and hypothyroidism. Concurrent conditions included body mass index normal, asthma, iodine allergy and vaginal dryness. Concomitant products included ibuprofen since (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced hypertension ("blood or heart disorder/condition type: high blood pressure,"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2015, the patient experienced abdominal distension ("bloating"), irritability ("irritability of body functions (sex,ect )") and allergy to metals ("nickel allergy/sensitivity"). In (B)(6) , the patient experienced dry skin ("rashes or skin conditions type: skin was dry") and rash ("rashes or skin conditions type:rash all over my back to shoulders"). On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("hormonal changes describe: lack of desire to have intercourse"), fatigue ("hormonal changes describe: exhaustion"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), the first episode of alopecia ("hair loss"), the first episode of weight increased ("weight gain"), skin discolouration ("skin discoloration/rashes or skin conditions type: discolored"), onychoclasis ("nails fragile"), basedow's disease ("autoimmune disorder type of disorder: graves disease"), pollakiuria ("bladder or urinary problems or changes : urinary frequency"), headache ("migraines / headaches"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), the second episode of weight increased ("weight gain"), the second episode of alopecia ("hair loss"), abdominal pain lower ("lower abdomen pain"), back pain ("back pain"), vulvovaginal pain ("vaginal pain"), hypersensitivity ("allergic or hypersensitivity reaction") and urine odour abnormal ("sick smelling pee"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure device) and surgery (salpingectomy (bilateral removal of fallopian tubes) to remove the essure implant on (B)(6) 2017.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, genital haemorrhage, loss of libido, fatigue, menorrhagia, vaginal haemorrhage, irritability, allergy to metals, skin discolouration, basedow's disease, dry skin, rash, pollakiuria, headache, hypertension, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain lower, back pain, vulvovaginal pain, hypersensitivity and urine odour abnormal outcome was unknown and the pelvic pain, abdominal distension, onychoclasis, migraine, the last episode of weight increased and the last episode of alopecia was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, back pain, basedow's disease, device breakage, dry skin, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, hypertension, irritability, loss of libido, menorrhagia, migraine, onychoclasis, pelvic pain, pollakiuria, rash, skin discolouration, urine odour abnormal, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, the first episode of alopecia, the first episode of weight increased, the second episode of alopecia and the second episode of weight increased to be related to essure. The reporter commented: current weight 136 lbs. Trailing coils: left :- 2-3, right:- 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Ultrasound scan - in (B)(6) : total bilateral occlusion. On (B)(6) 2017, normal uterus, tubes, and ovaries with essure devices palpably in the proximal portion of the fallopian tubes as expected. 2. Right side wall intestinal adhesions, all above the pelvis, not obstructing the operative field. On (B)(6) 2017 final microscopic diagnosis revealed-fragments of bilateral essure contraceptive devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty getting into left fallopian tube". The patient's past medical history included allergy. Concurrent conditions included body mass index normal. Concomitant products included ibuprofen since february 2018. On (B)(6) 2015 the patient had essure inserted. In july 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In october 2015, the patient experienced abdominal distension ("bloating"), irritability ("irritability of body functions (sex,ect )") and allergy to metals ("nickel allergy/sensitivity"). In 2016, the patient experienced dry skin ("rashes or skin conditions type: skin was dry") and rash ("rashes or skin conditions type:rash all over my back to shoulders"). On 13-apr-2017, 1 year 10 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On 17-apr-2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("hormonal changes describe: lack of desire to have intercourse"), fatigue ("hormonal changes describe: exhaustion"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), the first episode of alopecia ("hair loss"), the first episode of weight increased ("weight gain"), skin discolouration ("skin discoloration/rashes or skin conditions type: discolored"), onychoclasis ("nails fragile"), basedow's disease ("autoimmune disorder type of disorder: graves disease"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("migraines / headaches"), migraine ("migraines / headaches"), hypertension ("blood or heart disorder/condition type: high blood 12ressure,"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), the second episode of weight increased ("weight gain"), the second episode of alopecia ("hair loss"), abdominal pain lower ("lower abdomen pain"), back pain ("back pain"), vulvovaginal pain ("vaginal pain") and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure device) and surgery (salpingectomy (bilateral removal of fallopian tubes) to remove the essure implant on 17-april-2017.). Essure was removed on 17-apr-2017. At the time of the report, the device breakage, genital haemorrhage, loss of libido, fatigue, menorrhagia, vaginal haemorrhage, irritability, allergy to metals, skin discolouration, basedow's disease, dry skin, rash, bladder disorder, urinary tract disorder, headache, hypertension, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain lower, back pain, vulvovaginal pain and hypersensitivity outcome was unknown and the pelvic pain, abdominal distension, onychoclasis, migraine, the last episode of weight increased and the last episode of alopecia was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, back pain, basedow's disease, bladder disorder, device breakage, dry skin, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, hypertension, irritability, loss of libido, menorrhagia, migraine, onychoclasis, pelvic pain, rash, skin discolouration, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, the first episode of alopecia, the first episode of weight increased, the second episode of alopecia and the second episode of weight increased to be related to essure. The reporter commented: current weight 136 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. On 17-apr-2017, normal uterus, tubes, and ovaries with essure devices palpably in the proximal portion of the fallopian tubes as expected. 2. Right side wall intestinal adhesions, all above the pelvis, not obstructing the operative field. On 19 apr-2017 final microscopic diagnosis revealed-fragments of bilateral essure contraceptive devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea and dyspareunia. Most recent follow-up information incorporated above includes: on 2-apr-2018: pfs received. Events added were:hormonal changes describe: exhaustion and lack of desire to have intercourse, abnormal bleeding (general), abnormalbleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: bloating, 12ain, sensitivity, irritability of bodyfunctions (sex, ect:} hair loss, weight gain, skin discoloration, nails fragile, autoimmune disorder type of disorder: gravesdisease , rashes or skin conditions type: skin was dry and discolored, rash all over my back to shoulders, bladder orurinary problems or changes, migraines / headaches, blood or heart disorder/condition type: high blood 12ressure,device breakage, nickel allergy, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pain, vaginal discharge, weight gain / loss specify which one: weight gain,hair loss lower abdomen pain, back pain, vaginal pain, allergic or hypersensitivity reaction and difficulty getting into left fallopian tube. Lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 35-year-old female patient who had essure (batch no. C22919x3) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty getting into left fallopian tube". The patient's past medical history included allergy and hypothyroidism. Concurrent conditions included body mass index normal, asthma, iodine allergy and vaginal dryness. Concomitant products included ibuprofen since (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced hypertension ("blood or heart disorder/condition type: high blood 12 pressure,"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2015, the patient experienced abdominal distension ("bloating"), irritability ("irritability of body functions (sex,ect )") and allergy to metals ("nickel allergy/sensitivity"). In 2016, the patient experienced dry skin ("rashes or skin conditions type: skin was dry") and rash ("rashes or skin conditions type: rash all over my back to shoulders"). On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("hormonal changes describe: lack of desire to have intercourse"), fatigue ("hormonal changes describe: exhaustion"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), the first episode of alopecia ("hair loss"), the first episode of weight increased ("weight gain"), skin discolouration ("skin discoloration/rashes or skin conditions type: discolored"), onychoclasis ("nails fragile"), basedow's disease ("autoimmune disorder type of disorder: graves disease"), pollakiuria ("bladder or urinary problems or changes : urinary frequency"), headache ("migraines / headaches"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), the second episode of weight increased ("weight gain"), the second episode of alopecia ("hair loss"), abdominal pain lower ("lower abdomen pain"), back pain ("back pain"), vulvovaginal pain ("vaginal pain"), hypersensitivity ("allergic or hypersensitivity reaction") and urine odour abnormal ("sick smelling pee"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure device) and surgery (salpingectomy (bilateral removal of fallopian tubes) to remove the essure implant on (B)(6) 2017.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, genital haemorrhage, loss of libido, fatigue, menorrhagia, vaginal haemorrhage, irritability, allergy to metals, skin discolouration, basedow's disease, dry skin, rash, pollakiuria, headache, hypertension, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain lower, back pain, vulvovaginal pain, hypersensitivity and urine odour abnormal outcome was unknown and the pelvic pain, abdominal distension, onychoclasis, migraine, the last episode of weight increased and the last episode of alopecia was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, back pain, basedow's disease, device breakage, dry skin, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, hypertension, irritability, loss of libido, menorrhagia, migraine, onychoclasis, pelvic pain, pollakiuria, rash, skin discolouration, urine odour abnormal, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, the first episode of alopecia, the first episode of weight increased, the second episode of alopecia and the second episode of weight increased to be related to essure. The reporter commented: current weight 136 lbs. Trailing coils: left :- 2-3, right:- 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Ultrasound scan - in 2015: total bilateral occlusion. On (B)(6) 2017, normal uterus, tubes, and ovaries with essure devices palpably in the proximal portion of the fallopian tubes as expected. 2. Right side wall intestinal adhesions, all above the pelvis, not obstructing the operative field. On (B)(6) 2017 final microscopic diagnosis revealed-fragments of bilateral essure contraceptive devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea and dyspareunia. Most recent follow-up information incorporated above includes: on 25-jun-2018: event "sick smelling pee" added, previously reported event "bladder or urinary problems or changes" pt updated to "pollakiuria", concomitant condition added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and pelvic pain ('pain') in a 35-year-old female patient who had essure (batch no. C22919) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty getting into left fallopian tube". The patient's medical history included allergy, hypothyroidism, graves' disease, asthma and hypertension. Concurrent conditions included body mass index normal, asthma, iodine allergy and vaginal dryness. Concomitant products included ibuprofen since (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced hypertension ("blood or heart disorder/condition type: high blood 12ressure,"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("migraines / headaches") and migraine ("migraines / headaches"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / painful periods"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2015, the patient experienced abdominal distension ("bloating"), irritability ("irritability of body functions (sex,ect )") and allergy to metals ("nickel allergy/sensitivity"). In 2016, the patient experienced dry skin ("rashes or skin conditions type: skin was dry") and rash ("rashes or skin conditions type:rash all over my back to shoulders"). On (B)(6) 2017, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced loss of libido ("hormonal changes describe: lack of desire to have intercourse"), fatigue ("hormonal changes describe: exhaustion"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), skin discolouration ("skin discoloration/rashes or skin conditions type: discolored"), onychoclasis ("nails fragile"), basedow's disease ("autoimmune disorder type of disorder: graves disease"), pollakiuria ("bladder or urinary problems or changes : urinary frequency"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), abdominal pain lower ("lower abdomen pain"), back pain ("back pain"), vulvovaginal pain ("vaginal pain"), hypersensitivity ("allergic or hypersensitivity reaction"), urine odour abnormal ("sick smelling pee") and multiple allergies ("allergies") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure device and salpingectomy (bilateral removal of fallopian tubes) to remove the essure implant on (B)(6) 2017.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, genital haemorrhage, loss of libido, fatigue, menorrhagia, vaginal haemorrhage, irritability, allergy to metals, skin discolouration, basedow's disease, dry skin, rash, pollakiuria, headache, hypertension, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain lower, back pain, vulvovaginal pain, hypersensitivity, urine odour abnormal and multiple allergies outcome was unknown and the pelvic pain, abdominal distension, onychoclasis, migraine, weight increased and alopecia was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, back pain, basedow's disease, device breakage, dry skin, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, hypertension, irritability, loss of libido, menorrhagia, migraine, multiple allergies, onychoclasis, pelvic pain, pollakiuria, rash, skin discolouration, urine odour abnormal, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 136 lbs. Trailing coils: left :- 2-3, right:- 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Ultrasound scan - in 2015: results: total bilateral occlusion. On (B)(6) 2017, normal uterus, tubes, and ovaries with essure devices palpably in the proximal portion of the fallopian tubes as expected. 2. Right side wall intestinal adhesions, all above the pelvis, not obstructing the operative field. On (B)(6) 2017 final microscopic diagnosis revealed-fragments of bilateral essure contraceptive devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received : events added- allergies. Events onset date added. Medical significant was removed for event genital bleeding. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and pelvic pain ('pain') in a 35-year-old female patient who had essure (batch no. C22919) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty getting into left fallopian tube". The patient's medical history included allergy, hypothyroidism, graves' disease, asthma and hypertension. Concurrent conditions included body mass index normal, asthma, iodine allergy and vaginal dryness. Concomitant products included ibuprofen since (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced hypertension ("blood or heart disorder/condition type: high blood 12ressure,"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("migraines / headaches") and migraine ("migraines / headaches"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / painful periods"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2015, the patient experienced abdominal distension ("bloating"), irritability ("irritability of body functions (sex,ect )") and allergy to metals ("nickel allergy/sensitivity"). In 2016, the patient experienced dry skin ("rashes or skin conditions type: skin was dry") and rash ("rashes or skin conditions type:rash all over my back to shoulders"). On (B)(6) 2017, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced loss of libido ("hormonal changes describe: lack of desire to have intercourse"), fatigue ("hormonal changes describe: exhaustion"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), skin discolouration ("skin discoloration/rashes or skin conditions type: discolored"), onychoclasis ("nails fragile"), basedow's disease ("autoimmune disorder type of disorder: graves disease and its truly is messing my body"), pollakiuria ("bladder or urinary problems or changes : urinary frequency"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), abdominal pain lower ("lower abdomen pain"), back pain ("back pain"), vulvovaginal pain ("vaginal pain"), hypersensitivity ("allergic or hypersensitivity reaction"), urine odour abnormal ("sick smelling pee") and multiple allergies ("allergies") and was found to have weight increased ("weight gain"), vitamin b12 decreased ("vitamin b12"), vitamin d decreased ("vitamin d"), blood magnesium decreased ("magnesium ") and blood creatine increased ("creatinin high"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure device ) to remove the essure implant on (B)(6) 2017.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, genital haemorrhage, loss of libido, fatigue, menorrhagia, vaginal haemorrhage, irritability, allergy to metals, skin discolouration, basedow's disease, dry skin, rash, pollakiuria, headache, hypertension, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain lower, back pain, vulvovaginal pain, hypersensitivity, urine odour abnormal, multiple allergies, vitamin b12 decreased, vitamin d decreased, blood magnesium decreased and blood creatine increased outcome was unknown and the pelvic pain, abdominal distension, onychoclasis, migraine, weight increased and alopecia was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, back pain, basedow's disease, blood creatine increased, blood magnesium decreased, device breakage, dry skin, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, hypertension, irritability, loss of libido, menorrhagia, migraine, multiple allergies, onychoclasis, pelvic pain, pollakiuria, rash, skin discolouration, urine odour abnormal, vaginal discharge, vaginal haemorrhage, vitamin b12 decreased, vitamin d decreased, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 136 lbs. Trailing coils: left :- 2-3, right:- 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Ultrasound scan - in 2015: results: total bilateral occlusion. On (B)(6) 2017, normal uterus, tubes, and ovaries with essure devices palpably in the proximal portion of the fallopian tubes as expected. 2. Right side wall intestinal adhesions, all above the pelvis, not obstructing the operative field. On 19 apr-2017 final microscopic diagnosis revealed-fragments of bilateral essure contraceptive devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media documents revived, new reporter and event vitamin d, vitamin b12, magnesium all low added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and pelvic pain ('pain') in a 35-year-old female patient who had essure (batch no. C22919) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty getting into left fallopian tube". The patient's medical history included allergy, hypothyroidism, graves' disease, asthma and hypertension. Concurrent conditions included body mass index normal, asthma, iodine allergy and vaginal dryness. Concomitant products included ibuprofen since (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced hypertension ("blood or heart disorder/condition type: high blood pressure,"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("migraines / headaches") and migraine ("migraines / headaches"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / painful periods"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2015, the patient experienced abdominal distension ("bloating"), irritability ("irritability of body functions (sex,ect )") and allergy to metals ("nickel allergy/sensitivity"). In 2016, the patient experienced dry skin ("rashes or skin conditions type: skin was dry") and rash ("rashes or skin conditions type:rash all over my back to shoulders"). On (B)(6) 2017, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced loss of libido ("hormonal changes describe: lack of desire to have intercourse"), fatigue ("hormonal changes describe: exhaustion"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), skin discolouration ("skin discoloration/rashes or skin conditions type: discolored"), onychoclasis ("nails fragile"), basedow's disease ("autoimmune disorder type of disorder: graves disease and its truly is messing my body"), pollakiuria ("bladder or urinary problems or changes : urinary frequency"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), abdominal pain lower ("lower abdomen pain"), back pain ("back pain"), vulvovaginal pain ("vaginal pain"), hypersensitivity ("allergic or hypersensitivity reaction"), urine odour abnormal ("sick smelling pee") and multiple allergies ("allergies") and was found to have weight increased ("weight gain"), vitamin b12 decreased ("vitamin b12"), vitamin d decreased ("vitamin d"), blood magnesium decreased ("magnesium ") and blood creatinine increased ("creatinin high"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure device and salpingectomy (bilateral removal of fallopian tubes) to remove the essure implant on (B)(6) 2017.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, genital haemorrhage, loss of libido, fatigue, menorrhagia, vaginal haemorrhage, irritability, allergy to metals, skin discolouration, basedow's disease, dry skin, rash, pollakiuria, headache, hypertension, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain lower, back pain, vulvovaginal pain, hypersensitivity, urine odour abnormal, multiple allergies, vitamin b12 decreased, vitamin d decreased, blood magnesium decreased and blood creatinine increased outcome was unknown and the pelvic pain, abdominal distension, onychoclasis, migraine, weight increased and alopecia was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, back pain, basedow's disease, blood creatinine increased, blood magnesium decreased, device breakage, dry skin, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, hypertension, irritability, loss of libido, menorrhagia, migraine, multiple allergies, onychoclasis, pelvic pain, pollakiuria, rash, skin discolouration, urine odour abnormal, vaginal discharge, vaginal haemorrhage, vitamin b12 decreased, vitamin d decreased, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 136 lbs. Trailing coils: left :- 2-3, right:- 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Ultrasound scan - in 2015: results: total bilateral occlusion. On (B)(6) 2017, normal uterus, tubes, and ovaries with essure devices palpably in the proximal portion of the fallopian tubes as expected; right side wall intestinal adhesions, all above the pelvis, not obstructing the operative field. On (B)(6) 2017 final microscopic diagnosis revealed-fragments of bilateral essure contraceptive devices. Batch no c22919, production date 2014-02-13, expiration date 2017-02-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (plaintiff had surgery to remove the essure implant on (B)(6) 2017.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.